Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported by customer, that appears part of the catheter and guidewire broke off in the patient when removal was attempted. Patient had an us and xray. And was evaluated by vascular surgery. Patient went to or for removal of foreign body on (B)(6) 2023. It was not found. Since patient was such a difficult access a tl rt ij cvc was inserted by ir on (B)(6) 2023 for med administration. No life threatening situation. Additional information received (B)(6) 2023: inserted needle with us. Looked like it was in the vein. Slid guidewire out smoothly and advanced catheter into the vein. Retracted the needle. Inserter could not get the guidewire out. He decided to abort the procedure and went to remove the entire catheter and guidewire. When he attempted to remove, the catheter broke off in the patient's arm. Approximately 1 cm.